Event description:
A report was received that the patient¿s ipg was moving in the pocket and shifting midline which was causing irritation. The patient underwent a revision procedure and was reportedly doing well postoperatively.